Event description:
Patient came to clinic on (B)(6) 2023 with noted rescue tape applied by self to multiple areas of the driveline. Rescue tape removed with noted multiple areas of full thickness tears of outer coating. Rescue tape re­ applied.